Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# v398923, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v298954, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
Information was received from the company representative and patient regarding the patient's implantable neurostimulator (ins) which stopped when the patient was at the airport. The patient felt an onset of symptoms and they used the patient controller to check the status of the system and discovered it was off. They saw the "call doctor" icon on the controller. The system was turned back on and was ok. They were not sure why it turned off. The patient traveled a lot and they regularly went through security screening equipment at the airport to no ill effect.